Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
The information provided in pt weight was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. The customer reproted detachment with infusion set. The customer reported that the infusion set detached from the quick release. Troubleshooting was performed and the customer was advised to change the infusion set. The insulin pump was not returned for analysis.